Event description:
Patient was pivot transferred from bed to commode chair. Left foot somehow became lodged under commode chair leg. When weight of patients body caused leg of chair to touch floor, third left toe was amputated by commode chair leg. Patient was sent to emergency room, wound was closed, patient returned to facility for followupinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.